Manufacturer narrative:
(B)(4). One (1) picture of the device was received for analysis. During the visual inspection a catheter can be observed with signs of blood around it. No other issues were found. Current stock of fg rla-142-3 (mmg catheter kit 14 fr) batch number 74b1701121 was inspected. During the inspection no issues were found which could potentially relate to this complaint. No functional inspection can be performed since the defective sample is not available for evaluation. However, samples of current stock of subassembly mmg14fm lot no. 2182272 which were available at the assembly line were inspected with no issues found. A device history review could not be conducted since the lot number was not provided. No conclusion can be established at this time based on the lack of defective of sample. It is necessary the physical sample in order to perform a properly investigation. If the product sample becomes available this complaint will be reopened. Other remarks: the customer complaint cannot be confirmed due the lack of a product sample to perform a proper investigation and determine the root cause. Although the condition reported is observed on the picture provided, there is no sufficient evidence to assure that this issue was originated during the manufacturing assembly. The root cause for the condition reported could not be identified without the physical sample. However, the personnel from the assembly line have been notified for awareness. The manufacturer will continue to monitor and trend related events.

Event description:
Once the catheter was inside at about 80% it folds and goes in folded as no urine comes out even though it is fully inserted, once pulled out it causes a cut and bleeding. The patient's condition was reported as unknown.